Event description:
It was reported that the customer's blood glucose was rising once he started to use the revel insulin pump. It was stated that the customer had a cold, which may have caused his glucose level to elevate. It was stated that once he connected to another insulin pump his sugar level was normal. It was stated that the customer got over the cold and reconnected the insulin pump, but his glucose level rose during night. It was stated that the insulin was not coming out, and was not bolusing, which caused his glucose to go high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.